Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing cartridges every 4-5 days and changing trusteel infusion sets ever 3 days. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no reported adverse impact.